Manufacturer narrative:
The reported event was confirmed by CAPA association. Per CAPA 1132938, the root causes for this failure are: "as a first potential root cause we found that the solvent is not evenly distributed in the tube with the appropriate amount of adhesive, the training of the personal is crucial on this operation and the preparation of the dispenser of cyclo. The amount applied may vary on the dipping of the tube depending on the height (amount) of the solvent given at the beginning. The uniform distribution of the adhesive is also affected by the twisting operation performed after the dipping. Visual inspection noted one used, one opened, and one unopened intra-abdominal pressure monitoring devices received. Methylene blue was injected into the sample port connection, and two of the devices leaked from the sample port connection to the tubing. This does not meet specification which states " assembly must not leak after ultrasonic welding." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the complaint was addressed by existing CAPA. Correction: h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leak occurred from the sample port of intra-abdominal pressure monitoring device and user did not want to use it further because the lot number of the device was similar to the lot number of the recalled intra-abdominal pressure monitoring device lots in market.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leak occurred from the sample port of intra-abdominal pressure monitoring device and user did not want to use it further because the lot number of the device was similar to the lot number of the recalled intra-abdominal pressure monitoring device lots in market.